Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a 90% stenosed, severely calcified lesion in the left anterior descending artery (lad). During the sixth treatment, the oad stalled and stopped spinning. Troubleshooting was attempted with glideassist, however, the oad stalled immediately. An attempt was made to remove the oad, however, the oad became stuck. It was observed that the viperwire guide wire could move freely. A surgical blade was used to cut through the saline shaft at the end of the oad nose cone. The saline sheath was advanced over the driveshaft to remove the oad, however, was unsuccessful. Additional force was applied to successfully remove the oad. The patient was admitted overnight for observation and discharged the following day in stable condition.

Manufacturer narrative:
The oad was returned with the driveshaft crown section engaged in the distal end of the saline sheath. The driveshaft filars at the crown section were stretched and deformed . Dimensional analysis of the driveshaft and saline sheath show that both are longer than specification which was likely due to stretching during removal attempts. Diagnostic analysis identified stall events at the end of the procedure. It was unknown if the stall events were related to the device becoming stuck in vessel. The root cause of the reported events were unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).